Event description:
This spontaneous report was received on 11-mar-2012 concerning a (B)(6) female consumer reporting on self from united states. The medical history included chronic kidney condition. The concomitant medications were not reported. On an unspecified date, the consumer started using the ob regular super superplus multipack 40s, vaginally for menstruation (lot number 2081m3309, expiration date unspecified). After an unspecified duration, when she was taking the device out, the string broke in half and the pieces of device remained inside her vagina. She used hemostats and tweezers to remove remaining pieces of device. The action taken with the device was unknown. The report was assessed as non-serious and the company causality was assessed as possible. This report was also considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4). This closes out this report unless other additional significant information is received.